Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction, but removed and replaced the mono-block to eliminate future failure. The system was tested, found to be functioning as inteneded and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system would not fluoro. No x-ray.